Event description:
Dr reported that a tine bent on two implants while he was placing an abutment, he elected to drill the tines off. Pt is reportedly fine. Pt is same pt as medwatch report 2023141-1996-00315.